Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an increased but stable pacing impedance measurement, measuring from 1200 ohms to 1600 ohms and an increase in threshold measurement. Troubleshooting consisted of having the patient perform provocative maneuvers but no noise was observed. Consecutive pacing impedance test was performed during the maneuvers and showed stable measurements. The device was reprogrammed to have the output adjusted. No adverse patient effects were reported. This ICD and right ventricular lead remain in-service. Additional information was provided on 06may2022 that during a routine follow up, this cardioverter defibrillator (ICD) recorded a drop in right ventricular (rv) pace impedance from 1500 ohms to 90 ohms. Troubleshooting consisted of having the patient perform provocative maneuvers, pocket manipulations, different patient positions with no noise noted. An x-ray was performed and confirmed no anomaly. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an increased but stable pacing impedance measurement, measuring from 1200 ohms to 1600 ohms and an increase in threshold measurement. Troubleshooting consisted of having the patient perform provocative maneuvers but no noise was observed. Consecutive pacing impedance test was performed during the maneuvers and showed stable measurements. The device was reprogrammed to have the output adjusted. No adverse patient effects were reported. This ICD and right ventricular lead remain in-service. Additional information was provided on 06may2022 that during a routine follow up, this cardioverter defibrillator (ICD) recorded a drop in right ventricular (rv) pace impedance from 1500 ohms to 90 ohms. Troubleshooting consisted of having the patient perform provocative maneuvers, pocket manipulations, different patient positions with no noise noted. An x-ray was performed and confirmed no anomaly. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and rv lead remains in-service.